Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called regarding a low blood glucose event. The insulin pump alarmed butter error. The blood glucose reading is 87 mg/dl. The paramedics were called to treat the low blood glucose. Customer was unconscious. The insulin pump was exposed to moisture; customer rain out into the rain. Customer stated that he was not taken to the hospital. Nothing further reported.

Manufacturer narrative:
The insulin pump passed selftest, displacement and excessive no delivery alarm. Motor error alarmed during basic occlusion test ad unable to prime due to faulty force sensor. Unable to complete functional testing due to prime anomaly. Motor was tested out side of the device and passed. Intermittent button response due to corroded keypad traces. No button alarm noted. Unit had scratched display window and missing end cap sticker.